Event description:
The reporter stated that the depth gauge does not pass through the calcaneal screw guides. There is a ring at the base of the depth gauge that does not pass through. There was no known consequence to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated, based upon the reported info.